Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a jump in pacing impedance from 700 ohms to over 1400 ohms from one visit to the next. As a result, the physician chose to surgically abandon the pace sense portion of this lead, and add another rv lead to pace and sense. To date, no additional adverse patient effects have been reported.